Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii/IV and infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade "iii-IV" and infection. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician fi results for infection: review of sterilization run (B)(4) related to work order (B)(4) did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications.

Event description:
Healthcare professional additionally reported "flipped 180 degrees."